Event description:
N/a

Manufacturer narrative:
Corrected b3. Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10, h-11. The lot # 3000384101 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt insufflation port was not working. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.